Event description:
It was reported that a female who underwent an unknown breast surgery with mentor memorygel xtra 415cc silicone prosthesis experienced right sided capsular contracture grade IV, and bilateral ptosis grade ii , and left sided hypertrophic scar postoperative. The issue was diagnosed through physical examination. As a result, patient underwent removal, and capsulectomy on (B)(6) 2024. This report relates to the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis, hypertrophic scar mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on january 9, 2025, indicated that the right side was replaced with cat: shpx-415, sn: (B)(6). [Adverse event review clinical note and patient coding verification]: coding was reviewed by a clinician on jan-10-2025 per 100553403 and 100553401 with the available information about the reportable event. Removed pc ¿ medical device removal from ip-02256175 and added pc ¿ serious injury to ip-02256175. Manufacturer¿s reference number: (B)(4).